Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation image shaking was confirmed. The device evaluation found the coupler of the device was loose; after connecting the telescope, shaking the coupler, the image position deviated. No abnormalities such as bumps were found on the device. The loose coupler was due to poor wear of the gasket under the coupler. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus field service engineer reported on behalf of the customer that the hd camera head image was shaking. The issue was found during a therapeutic electrosection with hysteroscope. The facility finished the procedure with another device and the delay was not more than 15 minutes. There were no reports of patient or user harm associated with this event.